Manufacturer narrative:
UDI: (B)(4). Additional information: (method, results, and conclusions) - the returned device was examined. The connector's set screw was able to engage the connector's mating threads smoothly and tighten/loosen appropriately to the rod. The complaint was unconfirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a cross-connector's set screw was difficult to tighten on the mating rod during surgery. The procedure was completed by using an alternative connector. There were no adverse patient events reported

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a cross-connector's set screw was difficult to tighten on the mating rod during surgery. The procedure was completed by using an alternative connector. There were no adverse patient events reported.